Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had an issue of close door message. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'close door message' was reproduced. A review of the event history log (ehl) revealed occurrences of shut door-power off messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper hook switch is damaged. The upper auxiliary will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.